Event description:
It was reported the user noticed a puncture on the catheters lumen involving it's replacement. Follow up information received on (B)(6) 2012, states this event occurred in the cardiac insufficiency treatment unit. The user noticed the perforation on the extension line 24 hours after the placement of the catheter. There was no delay in treatment and the patient outcome was fine.

Manufacturer narrative:
(B)(4). Sample will not be returned.